Event description:
It was reported by the customer that a lens was explanted because the patient experienced halos and difficulty focusing postoperatively. The lens was removed and replaced during a secondary surgical procedure with the same model, but with a lower zcu150 22.0 diopter iol. The patient was unable to perform one or more daily activities after the surgery. Additional information revealed that the patient is doing well. No injury or intervention was required. No further information is available.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.